Manufacturer narrative:
Patient information was not provided. The event occurred at a pediatric facility. Therefore, the device is being reported on a 30 day timeline as a pediatric patient may be involved.

Event description:
It was reported that during implant the lead tested ok with the pacing system analyzer. When the lead was connected to the device, impedance was high and loss of capture/unstable thresholds were observed. The pin connection and setscrew were visibly checked and appeared to be ok. The lead was taken out of the device header and reinserted twice but the issue was not resolved. The physician elected to use a new lead and device due to a potential problem with one or both products. The new device and lead were successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.